Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. The insulin pump was programmed with multiple basal rates and all registered properly in the daily total history noted. No basal rate anomaly noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 450 mg/dl. The customer was treated with bolus via pump. Customer stated his doctor said it an issue with the pump and he is no longer comfortable with using the pump and would like for it to be replaced. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan. Customer was advised we will send replacement infusion set.